Manufacturer narrative:
Section b5: describe event or problem: event description was corrected. Section d1: brand name: corrected section d4: catalog number and UDI: corrected section g1: manufacturing site: corrected manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) twisting and cosmetic damage. No damage to the underlying wires or impact to pump function was noted. (B)(6) was returned assembled with the dl cut approximately 2.5¿ from the pump housing. The majority of the severed portion was returned, measuring approximately 24.5" from the controller connector (cc), and was covered in silicone tape. The sealed inflow cannula and outflow graft were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. Upon inspection, the returned portions of the dl revealed significant twisting and kinking approximately 18¿ - 20" from the controller connector. Microscopic inspection of the underlying wires did not reveal any insulation breaches or other signs of damage to the wire insulation or the underlying conductors. The dl was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-shield shorts were induced during testing. The returned portions of the dl were then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage. The log file submitted by the account contained events and data captures from 19dec2023 at 8:04:34 to 24jan2024 at 14:33:48, per the timestamps. No notable events were observed, and the system appeared to function as intended. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) (102419) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Section 2 "how your heart pump works", section 4, and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted for a patient whose driveline had exposed wires. There were no alarms. The twisting was all the way to the exit site. A pump exchange was performed on (B)(6) 2024 due to inability to repair the driveline.

Event description:
It was reported that the log files were submitted for a patient whose modular cable had exposed driveline wires. There were no alarms. The twisting was all the way to the exit site. A pump exchange was scheduled for (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.